Event description:
Clinic notes dated (B)(6) 2015 note that the vns settings were changed by unknown reason and that the settings were readjusted. No additional relevant information has been received to date.